Manufacturer narrative:
The device was received not deployed. No issues were seen with the device. Based on the investigation, the device functioned as intended and was deactivated before running enough pulses to deploy. During the investigation, the device deployed with no issue upon manual rotation of the ratchet gear.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.